Manufacturer narrative:
Block a2-a5: patient information added. Block b6 & b7: relevant tests/medical history added. Block d10: concomitant devices added. Block e4: updated from unk to no. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a5: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is poland. Block h3: the omniwire was returned for evaluation. Visual inspection found a stretched distal coil measuring approximately 5 cm proximal from the distal tip. The core wire was broken exposing a sharp edge, but remained intact to the device. Block h6: the probable cause of the sharp edge was likely damaged during removal/handling from the patient. Manipulation and strain on the wire can cause damage to internal and external components and can result in the reported failure. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a coronary diagnostic procedure. Post normalization, the wire was unable to advance; therefore, it was removed from the patient to change the shape. Upon removal, approximately 6-7 cm of the distal portion of the wire was stretched. A new wire was used to complete the procedure. No patient injury reported. During the product return evaluation, the core wire was exposed resulting in a sharp edge. This product problem is being submitted due to a sharp edge observed. There is a potential for harm if the malfunction were to recur.